Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that logs revealed an empty reservoir. The patient was due for a refill. Therapy was not intentionally discontinued. The patient relocated and did not have a managing healthcare provider (hcp). The patient was in the emergency room (ER). The patient was to be given oral baclofen and reported increased spasticity. The event date was (B)(6) 2018. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the initial reporter of the event was a registered nurse in the ER department, that paged the manufacturer at 1:30 am on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the clinician application software version that was used at the time of the event was 1.0.770. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving lioresal 2000 mcg/ml at 500 mcg/day via the implanted pump. It was reported the event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient presented to the emergency department with an alarming pump and confirmed empty reservoir. Contributing factors to the issue included the patient had not followed up to establish care with a local pain physician to manage their pump. The patient¿s pump was refilled inpatient and supplemented with oral medication. The patient had been instructed to establish care with the pain physician. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- with injury.¿ the patient was experiencing withdrawal symptoms. Surgical intervention did not occur and was not planned. Other medications the patient was taking at the time of the event were unable to obtain, no available. The patient¿s weight and medical history were unknown but would follow up for more information. No further complications were reported/anticipated or expected.